Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with medical records received. Review of the available records identified the following: an initial left tha was performed. A lab shows the cobalt level was elevated. A revision was performed, where signs of corrosion were found within the joint. There was necrosis of soft tissue and muscle damage, with black precipitate at the trunnion. The head and liner was exchanged with zimmer products with no complications. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02872.

Event description:
It was reported that the patient underwent a revision procedure approximately 6 years post implantation due to elevated metal ions. Surgeon reported tissue damage, including muscle loss, corrosion, pseudotumor and necrosis. Attempts have been made and additional information on the reported event is unavailable at this time.